Event description:
The customer complaints blood leak during treatment. The blood loss was relatively minor. No pt harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibre. Further info can be expected as soon the samples are on hand. "Gambro does not regard the submission of this report as an admission of liability".